Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices. Refer to manufacturer report # 3005099803-2010-02980 for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat foot switch would not deliver energy. It is unknown if there was a patient or procedure involved in the reported incident. Additional testing conducted by the complainant could not duplicate the issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.